Event description:
Iabp console red alarm "pump stopped", "high pressure" rn and np at bedside at the time of alarm. When assessing patient blood, noted to be backing up in helium tubing of balloon pump. The np removed the balloon, and a small hole was noted in the balloon.